Event description:
Zimmer durom cup and femoral stem insertion (B)(6) 2008. Pt experienced clicking/bumping for 4 yrs, with failure (B)(6) 2012 causing a fall. Pain in groin, buttock, leg, unable to ambulate, had 3 pseudotumors from body reaction to metal debris - one removed (B)(6) 2012 and one removed at revision surgery (B)(6) 2012. Called zimmer product hotline (B)(6) 2012 and did not hear from them